Manufacturer narrative:
The customer also reported a mist (haze) was emitting from the unit. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿the fmea revealed the risk priority number (rpn) is at an acceptable level. ¿the sra for odor/smells was determined to be "low." ¿the sra for haze/vapor/mist was determined to be ¿low.¿ ¿no parts were replaced for this issue. The assignable cause of the haze/mist/vapor and odor/smells issues is the oil mist filter and the catalytic converter coming detached and emitting oil vapor. The field service engineer refitted these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
.

Event description:
A customer reported an event of a "strange smell" (odor) emitting from the sterrad 100nx sterilizer. No load was involved in this issue. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.